Event description:
A healthcare professional reported that in some patients, the system treated the first eye correctly but there was no correction in the second eye. According to the reporter, the issue did not occur in all patients and it happened always in the second eye, not in the first. Additional information has been requested but not received to date.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: samples are not expected to be returned for evaluation. The system history and the log file was not reviewed, because no day of treatment was provided. At the visit on site the field service engineer (=fse) checked the system and identified no issue. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause could not be identified conclusively, because no log file review could be performed due to lack of information about day of treatment. Based on the field visit results, there is no indication the device caused or contributed to the reported events. (B)(4).